Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the device replacement procedure, the patient experienced phrenic nerve stimulation. The left ventricular lead was capped and replaced. The patient was in good and stable condition.